Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated during service. The assignable cause could not be determined at this time. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The user interface module master software version is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative reported that the colleague volumetric infusion pump, product code 2m8161, serial number (B)(4), reported that the air in line sensor doesn't work, doesn't detect 200 micro litre air bubbles. The process step was not specified and any report of patient injury, patient involvement or medical intervention are unknown. There is no further complaint information available. The user interface module master software version is currently unknown.